Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had alarmed weak signal, lost sensor and sensor error and that they experienced high blood glucose level of 400mg/dl. The customer treated with insulin pump. The customer declined to troubleshoot for high blood glucose. Customer was assisted with sensor error alert and weak signal troubleshooting and was advised to change sensor. The insulin pump will not be returned for analysis.